Event description:
Numerous malfunctions including actuator release that failed to stop chair. Rptr feels chair should be designed so that malfunctions result in inoperable condition, instead of continuous running out of control. The spring on the throttle stop rubs against the throttle stop which causes the spring to eventually fail. When this occurs the chair moves erratically.